Event description:
It was reported that the promus stent delivery system (sds) was unable to cross to the lesion in the left anterior descending artery and the shaft of the sds kinked. A mini vision stent was able to cross and was deployed to successfully complete the procedure. Reportedly, there were no pt effects. Though requested, no add'l event or pt info was provided. This event is being filed based on the analysis of the returned product which revealed that the proximal shaft (hypotube) was separated. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B)(4). Eval summery: analysis of the returned product noted blood in the guide wire lumen and on the balloon, which is consistent with a guide wire being loaded into the lumen and used inside the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. The tip length and outer diameters of the stent implant were measured and met mfg criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. A kink was confirmed in the hypotube 17 cm distal to the strain relief tubing. Kinks and bends are expected and not unusual with failure to cross events. Catheters may become damaged if force is applied during attempts to advance or retract the product. Although the anatomical condition was not reported, the failure to cross and kink are likely to the operational context of the procedure. The hypotube and jacket material were separated 19.5 cm distal to the strain relief tubing. The fracture faces were oval shaped and the jacket material at the separation was stretched and jagged. There was no mention of this damage in the incident report and attempts were made to get clarification from the account as to when the hypotube may have separated; however, nothing has been provided. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the stent delivery system material such that subsequent application of force or further handling can cause a separation. To help ensure this type of damage is not the result of a mfg deficiency, all products are 100% visually inspected for kinks. Additionally, a sampling of product is destructively tested to verify lumen integrity. In this instance, the shaft separation likely occurred as a result from handling of the product during packaging/shipment back to abbott vascular for eval. There does not appear to be a product quality deficiency. The failure to cross, kink, and subsequent shaft separation appear to be related to operational context. A review of the finished device lot history record did not reveal any nonconforming material records associated with this lot which could have contributed to this report that there are no lot specific product quality deficiencies. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. Additionally, all stent delivery systems are 100% inspected for kinks during the mfg process.